Event description:
The customer contacted philips healthcare to report that the device is not functioning. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.